Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that they encountered a u-02 error on the erbe when they attempted to fire energy. The patient was under anesthesia at the time of the error. The staff had tried to power cycle the erbe four times with no change. The staff elected to move the patient to a second system. The customer attempted to power the system off, place the vision side cart (vsc) breaker in the off position, remove the erbe power cord, checked/reseated the rcb connector cable and footswitch connections, and restore power to the erbe with no change. The surgeon made a decision, the procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the vio dv integrated electrosurgical generator unit (iesu). After replacement, system was retested and verified as ready for use. Isi received the iesu involved with this complaint and completed the evaluation. Failure analysis (fa) was able to confirm/reproduce the reported complaint. The unit was placed on an in-house system and was run in normal mode and failed indicative of a component failure. The unit will be returned to original equipment manufacturer for repair. No image or video clip for the reported event was available for review. An isi technical support engineer reviewed the system logs at the time of the call into technical support. Investigation revealed related system errors. A review of the site's system logs for the reported procedure date could not be performed via system logs because logs were not available (the actual procedure never took place). This complaint is considered a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to the integrated electrosurgical generator unit errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.